Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 27 august 2019 for MDR reportability. On (B)(6) 2017, the patient underwent left knee arthroplasty due to degenerative arthritis, patellofemoral chondrosis, and contracture. The surgeon reported no intraoperative complications and patient was transferred to recovery in excellent condition. Depuy components, and two depuy cements were utilized in the procedure. On (B)(6) 2017, the patient underwent a left knee revision due to instability and mcl repair. The surgeon indicated he was able to very easily elevate the tibial tray away from the cement. The surgeon reported no intraoperative complications. All competitor components and cement were utilized in the procedure. Doi: (B)(6) 2017. Dor: (B)(6) 2017. (Lt knee).